Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said their controller was not recharging. Pt said they had it plugged in but the controller would not increase in charge past 10%. Pt said when it was plugged into the ac power supply it says recharging and the green light on the controller flashes like it was recharging but never recharges. Pt was walked through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pt re-insert the battery and confirmed the green light on the controller was flashing. Pt was seeing the no device found screen therefore, could not see the battery levels for controller or the implant (ins). Pt said the ins battery was now depleted since they had not been able to recharge the ins. Pt then tried aa batteries in the controller (pt mentioned one of them kept popping out/wouldn't stay in- pt was hard to understand). Pt held the battery in for troubleshooting and the controller powered on with the aa batteries. Pt inspected the battery compartment and said it looked good, pt said the li battery contacts looked dull but not corroded. A replacement battery pack was sent to the patient. Additional information was received. It was reported pt called back from number registered saying they got a new controller and battery pack, but it still wasn't working. Pt said they tried resetting the battery pack, and mentioned the battery connections in the controller were more corroded than the one they have now. Pss asked, pt had not taken the li battery out and put in their controller - pt was still using the dummy shipping controller with the new battery as pt did not know they had to take the battery out and not use the dummy controller. Pt put the new battery and battery cover on their controller, and reported the screen said battery low (pss understood as controller battery), which pt said was a good sign. Pt tried to unlock controller but got no device found; pt confirmed ins was empty. Pt calling back stating she has been charging over and hour and still saying recharging excellent. While on the phone pt was seeing 30% and was able to turn stim back on after not being on a few days. Pt will monitor and call back if still seems to be taking awhile to charge. Patient called stated the remote is charged up to 70% and ins is at 30% and recharging excellent and she has been charging for 3hrs. Patient services (ps) asked patient to inspect the recharger (rtm) for damage and if the recharger is hot and patient said rtm does not get hot but there cord seem light gray and little kink near the paddle and cord area. No symptoms were reported. Additional information was received. It was reported pt called back regarding information as documented in this case. Pt stated that this was their third call regarding their stimulator (specifically a recharging issue). Pt stated that the last thing that they were sent was a belt and that the rtm was replaced as well; see case rtg0218080. Pt stated that they were also sent a lithium battery pack (as documented in this case); pt stated that the battery pack was sent in a dummy controller and was a mess as nobody told them to take the battery pack out of the dummy controller, so they tried working with the dummy controller which caused a delay. Pt stated that the equipment was not working so everything was dead, so the issue must be with the controller itself. Pt stated that nothing was taking a charge and it's been a week without the device working. Pss had the pt remove the battery pack from the controller (pt noted that they had been doing this a ton); pt confirmed that the controller serial number as documented in this case was correct. Pt stated that the controller did work a little bit yesterday as the controller charged up to about 60%, so they recharged the ins which only went up to 40% (pt noted that they got a little relief). Pt stated that when they connected the controller to the ac power supply, the controller said "empty but 10%" and that's all the controller would do and now the controller was completely out of battery. Pss had the pt connect the controller to the ac power supply without the battery pack inserted (pt stated that they had also done this a few times); pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the green light flashing above the screen (pt stated that the controller did this before when they were trying to recharge the controller). Pss had the pt unlock the controller; pt stated that battery empty cannot provide stimulation recharge implanted device appeared. Pt stated that they tried charging the controller at least three times and leaving the controller to charge for two to three hours, however the controller didn't charge. Pt stated that the one time on saturday the controller did work even though the battery icon was red and the controller battery said low; pt stated that they connected the rtm to the controller to start recharging the ins and then the controller battery was at 70%, so even though the controller battery was red or orange and said that the controller battery was low, the controller actually had some charge. During the call, pt stated that the controller battery was at 0% with recharging indicated and that the ins was in the red zone; pt stated that the controller had said it was recharging before when they've tried charging the controller and the controller didn't charge. Pt then stated that they were unsure if this was related to the controller, but that the adaptive stim hadn't worked in at least four or five months. Pt confirmed that there was no apparent damage to the equipment; pt stated that it looked really good. No symptoms were reported. Additional information was received. It was reported that the pt called back and reported that "no device found" displays on their replacement controller and the controller and ins are both charged. Walked pt through resetting the controller. Pt confirmed "no device found continued to display on the controller. Pt stated they were able to pair and charge their ins earlier and everything was working as intended and then all the sudden, "no device found" continues to display. Instructed pt to follow up with their hcp if the replacement controller doesn't resolve the issue. Pt called back stating they received their replacement controller and requested assistance pairing to their ins. Pt confirmed they were able to successfully pair. Pt also mentioned their ins is charged to 40%.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.